Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error 1720. The event occurred during testing, and date of event was unknown. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 7/25/2024. One device was returned for analysis. A functional test was performed and the reported issue duplicated. The cause of the reported issue was unknown. As a result, the battery fallout capacitor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.